Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing and calibration. The results of the analysis indicate the measurement was high and the device required calibration. Based on the results of the analysis, it was determined that the cause of the reported problem was the device had not had routine annual calibration done. The issue was resolved by performing calibration and the product is back in service. The device remains at customer site. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone# :(B)(6).

Event description:
It was reported the blood pressure measurement is inaccurately high. The device was in clinical use. There was no report of patient or user harm.